Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7070664.

Event description:
It was reported that the patient was not not getting adequate therapy as result of lead migration. Reprogramming was attempted, however, rendered the same results. The linear leads were replaced with a paddle lead and the patient was getting good coverage.